Event description:
(B)(6) 2021 MDR=no. Tracheostomy/silicone - bivona tubes adult tts had leaking occur after four days. Malfunction not likely to cause or contribute to death or serious injury. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.